Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the facility that in unspecified timing the scope communication error b30 and/or e216 was displayed only while a videoscope 170 series was connected to the subject device.there was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomenon could not be conclusively determined. However, based upon the information from the service department of olympus europa se & co. Kg (oekg) there was the possibility that the reported phenomenon was attributed to the unstable contact due to the temporary adhesion of the foreign material such as water and/or dust to the electrical contacts of the video connector socket. If additional information becomes available, this report will be supplemented.